Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced choroidal effusion and possible choroidal hemorrhage. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of ;choroidal effusion and possible choroidal hemorrhage, pain, low intraocular pressure (iop), hyphema, vit hemorrhage therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaints associated with the lot for the reported issue. The photo and video attached to the parent complaint were reviewed by the investigation site. No conclusions can be made from the ultra sound photo and ultrasound video. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative choroidal effusion or hemorrhage, pain, hypotony, and hyphema are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Event description:
An additional follow up with the implanting surgeon reports the patient experienced sudden sharp pain, low intraocular pressure (iop), hyphema, and vitreous hemorrhage.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).